Manufacturer narrative:
Additional information: product testing could not be performed since the product was not returned for evaluation, as lens remains implanted. However, a photo provided was evaluated. It shows an implanted lens, and a mark can be observed on the outer portion of its surface but, it cannot be distinguished through photos if the condition observed is relates to a crack, scratch, or other condition on the lens. The reported issue was verified; however, since there is no sample (e.g. The lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Explant date: if explanted, give date: not applicable, as the lens remains implanted.  The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a preloaded intraocular lens (iol) in the patient's left eye, the surgeon noticed a scratch on the lens outer portion. The lens was not removed from the eye as the scratch is out of the line of sight. No surgical or medical interventions were performed or planned. No further information was available.